Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Device switch on automatically.

Event description:
There was no patient involved. Device switch on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. The device was returned with the reported fault of device switches on automatically. There were 6 manual power ups mainly of under one minute duration recorded between the (B)(6) 2018. This was approximately 1 month before the reported complaint. These manual power ups may indicate the user was regularly power cycling the device or that the device was switching on automatically and the user was intervening by turning the device off via the on/off button. The fault was witnessed during the course of the investigation. The fault was traced back to corrosion on multiple tracks of the membrane tail, including track 13 (on button). The fault could not be replicated when the corrosion was cleared. The corrosion observed on the membrane tail, would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity). However, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.